Manufacturer narrative:
(B)(4) damaged device. Capital equipment evaluated at customer's site: per the asp field service engineer (fse): upon arrival: found unit working properly and customer has been using the unit to process other instruments. Ran the required and functional tests on the system. Ran an empty test cycle. Verified system meets specifications. No issues were found with system during testing. Installation date for the sterrad nx was (B)(6) 2007. This device has not been previously damaged. The facility did not contact the MFR of the device regarding the damage. However, at the time the sterrad nx was evaluated, the asp field service engineer (fse) servicing the unit instructed the facility to contact the device MFR to confirm compatibility and obtain processing guidelines. There are no photographs of the damaged device. The age of the scopes is unk. The devices are used 3-4 times per week. The initial reporter indicated the device mfg cleaning instructions were followed, however, was unable to provide asp with the device MFR instructions. The facility provided asp with their cleaning instructions and procedures: hysteroscope point of use pre-cleaning instructions, (B)(6) dept specific addendum to local endoscope reprocessing and endoscope reprocessing steps for (B)(6). These documents do not state to process the scopes in the sterrad nx. It is unk if an instrument assessment was performed. However, the initial reporter indicated that the compatibility and processing guidelines for scopes in the aer and sterrad nx was confirmed with the device MFR. As of 10/8/2009, there are no olympus devices in the sterrad sterility guide and customers have been directed to contact olympus to confirm compatibility. High level disinfection and the sterilization modalities include sterrad nx and four (r) minntech aer's. The customer was unable to verify which aer was used to process the scopes. The customer indicated that there was no damage to the scopes before or after being reprocessed in the aer's. The type of disinfecting solution used with the aer's was reported as cidex opa, the customer believes the MFR might be (B)(4). However, the customer was unable to confirm this info or provide a lot number for cidex opa. Per sterrad nx user's guide: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device MFR's instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device MFR's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info. Caution: know what you can process - flexible endoscopes: prior to processing flexible endoscopes in the sterrad nx sterilizer, you must read, understand, and follow the medical device MFR's instructions for use for the particular scope to be processed. Please contact the medical device MFR for more info on what can be processed in the sterrad nx sterilizer. This is one of three 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00588 and 2084725-2009-00590.

Event description:
A report was received from the field indicating that three (3) olympus flexible hysteroscopes (model hyf-xp) were damaged during sterilization in the sterrad nx on three different dates ((B)(6) 2009, (B)(6) 2009, (B)(6) 2009). The report states that there was a blow out and tear at the bending rubber of the scope. There was no injury to pts or healthcare workers. The initial reporter indicated that: the scopes were being processed on behalf of the (B)(6) dept. They passed the leak testing before processing in the washer. The scopes require a cap and this was in place when processed. The scopes were completely dry before they were processed in the sterrad. The scopes have been processed in the sterrad nx for a year and a half with no issues and that she has no cleaning info as she does not clean the scopes. She reported that the (B)(6) dept does a rough cleaning of the scopes and then they are sent to the dept with the aer were the scopes are cleaned. After they are cleaned in the aer the scopes are then processed in the sterrad nx. This report is for the second device.